Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event where she had to contact the emergency medical services. The customer was not taken to the hospital but was treated at the scene. Date of adverse event was (B)(6) 2014. Customer's blood glucose at the time was 35-40 mg/dl. The customer stated the reason for the low blood glucose was that she did not eat breakfast. No additional information was provided.